Event description:
It was reported that the customer had occlusions in his insulin infusion set. The customer's blood glucose level was 383 mg/dl. Standard troubleshooting was performed. It was discovered that the infusion set's cannula was also bent. The customer was advised to change his insulin, reservoir, and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).